Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd posiflush¿ normal saline syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "the nurse will be flushing with the 10ml ns syringe and about ½ way or when it gets down to 2-3 ml left in the syringe, it just stops. You can push on the plunger very hard and it will not go. You can pull back and get a blood return, but when you go to flush it won¿t go past the 2-3 ml mark. We have had nurses pull a peripheral IV site or pull a port needle out because they thought the IV site was bad. Causing the patient to be restuck."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-23. H6: investigation summary it was reported that five bd prefilled syringes did not function. To aid in the investigation, two samples with the packaging blister top web were received for evaluation by our quality team. The packaging blister top web identifies the products as bd saf-t intima, material 383313, lot 1053935. The samples returned are not related to this complaint and no further analysis was performed. For the plunger movement defect, it could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1116332. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that 5 bd posiflush¿ normal saline syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "the nurse will be flushing with the 10ml ns syringe and about ½ way or when it gets down to 2-3 ml left in the syringe, it just stops. You can push on the plunger very hard and it will not go. You can pull back and get a blood return, but when you go to flush it won¿t go past the 2-3 ml mark. We have had nurses pull a peripheral IV site or pull a port needle out because they thought the IV site was bad. Causing the patient to be restuck."